Event description:
Reporter indicated that the handheld computer would not hold a charge, even when plugged in, and would freeze during interrogation. Attempts to have the product returned for analysis have been unsuccessful to date.